Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure, a resolute onyx rx coronary drug eluting stent (2.75x18mm) was deployed at 14 atms to treat a lesion in the mid left anterior descending (lad) artery exhibiting 70% stenosis. It was reported that the diagonal branch appeared jailed by the stent. A second balloon was used to dilate the strut covering. The angiography showed a well expanded stent and good flow. There was no apparent vessel damage. No patient injury reported.